Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support the pump came out of position when the patient moved. The pump was repositioned. An echocardiogram indicated the inlet was in the papillary muscle. The device was pulled back but was unable to achieve reliable flows. A decision was made to remove the pump. The patient was successfully weaned and the device was removed.

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The returned pump was visually inspected and cannula nitinol delamination was observed. The pump was run in a basin of water and pump flow was 3.7 l/min at p9. The cause of the low pump flow was patient movement resulting in improper positioning of the device in the papillary muscle and a kinked cannula. This report is being filed as part of a retrospective review of historical records.